Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a knife was dull during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One opened knife sample with foam blade protector was received correctly seated in a tray for the report of not being sharp. The sample was visually inspected and was found to be conforming. The sample was tested for penetration and was found to be conforming. A customer photo was attached to the parent complaint. The photo is of a lidstock for a 2.75mm knife, but no other information could be obtained from the photograph. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one complaint associated with the lot for the reported issue. The returned sample was found to be conforming therefore, this complaint described by the customer as not being sharp was not confirmed and a root cause cannot be determined. No action was taken as the returned knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).